Event description:
Failure to alarm: when seal broken pump not alarming.

Manufacturer narrative:
The reported complaint was not confirmed, as no device was received for evaluation. The root cause for the reported issue could be one of many related to a pump response to a condition in the negative pressure wound therapy system, not necessarily caused by pump. No corrective action will be taken at this time; the device is needed for evaluation. It is recommended to return the device for evaluation. If the device is returned at a later date, the complaint will be reviewed and appropriate actions will be taken. A replacement was provided to the customer to continue with the therapy. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.